Event description:
Patient had 16 french foley catheter with 5cc balloon inserted in the emergency dept. Patient was confused and was found pulling on the catheter. Before the nurse could stop the pt the catheter broke in 2 pieces. The retained portion in the pt was able to be removed without surgical intervention. Event abated for use stopped or dose reduced? Yes.